Manufacturer narrative:
The involved cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).

Event description:
A report was received on 07 mar 2022 from the home therapy nurse (htn) of a (B)(6) male patient with a medical history including diabetes and end stage renal disease, who stated the patient passed away following a home hemodialysis treatment on (B)(6) 2022. Additional information was received on 22 apr 2022 from the account manager who stated 2.5 hours into treatment the patient experienced a cardiac event, was revived, and passed away the following day in the hospital. Although requested, additional information regarding details of the event and hospitalization were not provided.